Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was implanted within the esophagus of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the stent was being implanted to treat a leaking anastomosis post surgery. Reportedly, the anastomosis was associated with a malignancy. The patient's anatomy was not dilated prior to the stent placement. No issues were noted to the device prior to the procedure. On (B)(6) 2012, during the stent placement procedure, an ultraflex esophageal covered stent was successfully implanted within the patient without any issues. On (B)(6) 2012, a control radiograph (with contrast medium) was taken, and it was noted that the stent was leaking. Utilizing endoscopic visualization, it was observed that there was no cover along various portions of the stent. As a result of this, the physician decided to implant a wallflex esophageal fully covered stent within the ultraflex stent to stop the leaking. The procedure was completed with the wallflex stent. There were no patient complications as a result of this event. The patient's condition is reported to be "very good" post procedure.

Manufacturer narrative:
Component relates to device for the reported issue of stent cover damage. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.